Manufacturer narrative:
The reported observation of high impedance was not confirmed. As received, normal pairing and bluetooth (ble) communication was observed. No connectivity issues were noted. The uep inductive tool showed the device was in the therapy application state and functional. The ipg was tested to manufacturing specifications using ate and passed all tests. This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. The ate test specifically test the devices output integrity for frequency, pulse width and amplitude over specific impedances, and met its specifications within the required tolerance. All portions of ate testing passed. A mechanical lead fitment and gauge pin test was performed, along with a setscrew mechanical engagement test; all resulted in normal operation. No anomalies were observed that would contribute to the reported issues. The returned device displayed normal device characteristics.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number : 1627487-2019-12279. It was reported that the patient experienced ineffective therapy. Diagnostics revealed high impedances on several contacts. Reprogramming was unable to resolve the issue. X-ray confirmed that one of the distal ends of the lead was completely pulled out of the ipg header and was coiled halfway up. As such, surgical intervention was undertaken on (B)(6) 2019, when opening the ipg pocket it was confirmed that the lead was out of the ipg header. Additionally, the lead was coiled onto itself causing a twisted knot. Intra-op diagnostics revealed high impedances on every contact. Additionally, fluid had gotten in the ipg header. In turn, the physician decided to perform a full system revision. The entire scs system was explanted and replaced resolving the issue. Post explant a fracture of both distal ends of the lead was discovered. Reportedly, therapy was restored post operatively.